Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a high blood glucose (bg) of 650 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital the next day with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.